Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : no product returned.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. It was reported that the issues were noted before patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. It was reported that the issues were noted before patient use.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. It was reported that the issues were noted before patient use.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 19dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the device history record showed the device had a manufacture date of 19dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was not returned.